Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s husband reported via phone call that customer experienced high blood glucose. Blood glucose level at the time of the incident was in the range of 300 mg/dl to 400 mg/dl. Other blood glucose value mentioned was 350 mg/dl. Customer reported that blood glucose level was not going down. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.